Event description:
Information received by medtronic indicated that the insulin pump had act button sticking. Customer was having high blood glucose which she treated with insulin pump and also experienced low blood glucose which she treated with food. The customer declined to trouble shoot. No harm requiring medical intervention was reported. The insulin pump will not be returned for further analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.